Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was 225 mg/dl. Troubleshooting for the sensor anomaly was performed. Customer advised the sensor cannula was missing and a little stub was sticking out of the white hub. Customer was advised to discontinue use of the sensor and send it back for analysis. Customer was advised a replacement sensor would be sent out.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor with cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.